Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 116 to 140 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Comparing blood glucose test results from truetrack meter to trueresult meter; observed 30 to 50 mg/dl difference between readings. Back to back blood test performed non-fasting on (B)(6) 2015 produced test results of 268mg/dl using truetrack meter and 236 mg/dl using trueresult meter. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 236 mg/dl and 268 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.